Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer had an elevated blood glucose of 392 mg/dl. Troubleshooting was performed with tandem technical service. It was determined the pump is functioning as intended. Customer removed infusion set site and found blood at the site. Customer changed out site and delivered a correction bolus. Customer reported improved blood glucose levels. Customer was unable to provide infusion set manufacturer.